Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: when removed from ac power the unit shuts off and while it recognizes batteries installed unit will not power on or remain on with battery power. No patient involvement.

Event description:
The following was reported to hamilton medical ag: when removed from ac power the unit shuts off and while it recognizes batteries installed unit will not power on or remain on with battery power. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).